Event description:
"On (B)(6) 2012, the (B)(6) representative at maquet (B)(4) reported that the hcu 30 serial number unknown was not reaching set temperature during heating. When the actuator was disassembled from the 3 way valve the set temperature was attained. The 3 way valve actuator on the main side was replaced but that did not resolve the issue. (B)(4)."

Manufacturer narrative:
"Maquet medical system, USA submits this report on behalf of the legal manufacturer of the device maquet cardiopulmonary (B)(4). The device was not returned to the manufacturer and hence no evaluation was performed. (B)(4)."